Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced tass (toxic anterior segment syndrome) like reaction / a fibrin reaction. Additional information was requested and received stating the scheduled procedure was phaco.  The event was treated with topical antibiotic-steroid medication, and the event outcome was resolved.